Manufacturer narrative:
The report of a tcmid07 (coolant temp high) error message was reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4)). The event log was reviewed and confirmed multiple occurrence of tcmid07 error messages on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. The root cause is due to a defective internal temperature sensor. After replacement of the temperature sensor, the console was functionally tested, operated as intended, and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) reportedly displayed a tcmid07 (coolant temp high) error message. No known impact or patient consequence was reported. No further information was provided.